Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up high out of range shock impedance measurements were noted. The distal coil to device showed within range measurements. An x-ray was performed. A revision was performed as it was suspected that there was a loose connection thus the lead was disconnected and reconnected to the device header and measurements appeared within range in the triad configuration. Defibrillation testing was performed and showed normal values as well. No additional adverse patient effects were reported. The system remains implanted.